Event description:
It was reported to synthes (B)(4) that there was a revision surgery on a proximal humerus with broken screws. The patient was a female diabetic in her seventies and was treated for one third of a proximal humerus comminuted fracture due to a motor vehicle accident. Six weeks status post implantation, the patient returned to the surgeon complaining of pain. Images were taken on an unknown date, and revealed 2 broken distal screws, and 1 distal screw had backed out. Patient was returned to the or on (B)(6) 2013 and the surgeon removed 2 broken screw heads, and one 3.5mm cortex screw. The plate was intact, was reused and remained implanted and the broken screw shafts also remained implanted. A fibrous non-union was found at the fracture site. The surgeon revised with a femoral head allograft and after compression, he replaced the broken screws with distal locking screws. The procedure was completed with no extension or delay to surgery time. The parts have not yet been returned and no further information was provided. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Implant date in (B)(6) 2013. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis.